Manufacturer narrative:
Section d4; h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported mesenteric ischemia could not be determined through this evaluation. It was reported that the patient was admitted to the hospital on (B)(6) 2020 for epigastric pain, nausea, and vomiting over the past month. He reported that he felt as though food was getting stuck in his stomach, which then caused him to vomit. It was stated that the patient experienced abdominal pain with no other signs or symptoms of thromboembolism. No alarms or functional issues with the lvas were reported in association with the event. Information provided by the account indicated that the patient was diagnosed with mesenteric ischemia and was treated with placement of mesenteric stents on (B)(6) 2020. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU (document (B)(4), rev. H) provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1 "introduction". No specific adverse events or device-related issues were reported in association with the event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for epigastric pain, nausea, and vomiting for the past month. The patient reports that it feels as though food is getting stuck in the stomach and is causing vomiting. Mesenteric ischemia was diagnosed and treated with mesenteric stents placed on (B)(6) 2020.